Manufacturer narrative:
No product has been made available for manufacturer analysis and no lot number provided for manufacturer investigation. Given the lack of available device information, the manufacturer is unable to complete further investigations at this time and no root cause can be established. The relationship between the coopervision device and the event is unconfirmed. Should further information become available, the manufacturer will complete further investigations as appropriate and submit a follow-up report as applicable.

Event description:
This incident was reported by the patient, and limited information has been made available. According to the details provided, the patient reports having a respiratory virus and alleges experiencing ocular discharge. The patient states they are unclear if the discharge is related to the respiratory virus or potentially an unspecified ocular infection. At the time of the patient report, no medical attention had been sought and suspected ocular infection was not confirmed. Good faith efforts have been made to obtain additional information without success. As of the date of this report additional information is unknown. This event is being reported with an abundance of caution due to the alleged unspecified eye infection with a lack of medical information and potential for serious injury related to ocular infections. Should further information become available, a follow-up report will be submitted as appropriate. It is unknown if this incident involves both right and left eye and patient was wearing a different device model in each eye. Please refer to linked manufacturer report (B)(6)3003981983-2024-00003 for second associated incident report.